Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The physician planned to do a lead revision. Technical services (ts) reviewed the reports and suggested further evaluating the lead. The lead remains in use. No adverse patient effects were reported. Additional information was requested from the field representative. The field representative indicated that they do not have any more information. No adverse patient effects were reported.